Event description:
It was reported that a cartridge alarm occurred during the load sequence.customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A correction injection via manual injection was administered to address bg level.the customer reloaded the cartridge however the cartridge alarm recurred. The customer reverted to manual injections for insulin therapy.